Event description:
It was reported to boston scientific corporation that a gold probe device was to be used for hemostasis. According to the complainant, when the nurse tested the gold probe prior to use, no energy was delivered to the saline. No damage was noted to the device or its packaging. The procedure was completed using argon plasma coagulation (apc). Reportedly, the generator and adaptor cable were tested and both functioned properly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4) for the reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.